Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from foot & ankle institute, clinique du parc léopold, bruxelles, belgium. The title of this study is ¿arthrodesis after failed total ankle replacement¿ and is associated with the t2 ankle arthrodesis nail . Within that publication, post-operative complications/ adverse events were reported, which occurred between 2003 and 2012. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses non-union. The study states, ¿there were 4 nonunions (cases 1, 4, 5, and 6), 1 asymptomatic and 3 that united after a second operative attempt (table 1). At the latest review, all patients were free of symptoms.¿